Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0z2vq, implanted: (B)(6) 2015, product type: lead . (B)(4).

Event description:
A company representative (rep)reported that the patient informed their health care provider (hcp) that she was seeing some puss coming from the lead stim lock location. She noticed it combining her hair and there was substance was coming out of the lead location. The patient was seen by the hcp on the day of report and antibiotics was provided to the patient. It was noted the event occurred post operation. A week later, the rep further provided that the patient had infection on the right side and complete system was removed. The patient was on antibiotic and would follow up with hcp first week of (B)(6). The indications for use for this patient were essential tremor and movement disorders